Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) would not go above two bars despite of charging for hours. The patient underwent an ipg replacement procedure and the explanted device was discarded by the medical facility. There were no reported complications postoperatively.